Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a head nurse in the operating room stated the part that holds the extended outer sheath broke easily. Period of use: soon after the operation. No patient injury.

Manufacturer narrative:
The device history record (DHR) review could not be performed since no lot number was provided. Two devices were provided for evaluation. Upon evaluation, one device was found to be in acceptable condition, while the reported issue was observed on the second device. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.